Manufacturer narrative:
Please note, evaluation codes were updated on 05 july 2018; specifically, (B)(4) and reflected as part of this q3 2019 alternative summary report submission. Not all devices were received for evaluation. In these cases, we were unable to confirm the reported needle mechanism failure through failure analysis investigation. All devices received underwent failure analysis investigation. The results of these investigations are represented, below, according to reported device, results, and conclusions code combinations and frequency of each: (B)(4). Exemption number: 2014031. Total number of events: 1161.

Event description:
This report summarizes <noe>1161</noe> reported events. For each event, the pod¿s needle mechanism failed to deploy as intended, resulting in a needle mechanism failure. Of the 1252 total reported events, 1161 are from quarter 3 of 2019. The remaining 91 reports contain supplemental and/or corrected alternative summary report (asr) data from prior asr submissions. The following table which provides further detail for the reported symptom of needle mechanism failure: age group female male unknown grand total: (B)(6).